Event description:
Information was received indicating that this cadd legacy pump displayed "error 1870". Reporter stated the device stopped infusion, alarmed and displayed "error 1870". The reporter stated the patient powered the pump off and back on and continued the infusion. There were no patient adverse effects due to the reported event.